Manufacturer narrative:
Philips service replaced the power(&control) unit without boards; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a pcu failure caused an emergency button error during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.